Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction intermittent image was traced to faulty printed circuit (qb and bi) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high definition liquid crystal display (lcd) monitor, which is an olympus asset with no reported complaint. During the evaluation of the device, intermittent image and faulty printed circuit (qb and bi) board was observed. The service center assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.